Event description:
It was reported that the right ventricular (rv) lead was tested and noted noise. The lead was hooked up to the analyzer and measured high impedance. The superior vena cava (svc) portion of the lead was capped and abandoned. The rest of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.